Event description:
On (B)(6) 2026, a 34-year-old female patient underwent a percutaneous inferior vena cava filter implantation using a g2 filter. It was reported that the filter was found to be allegedly fractured. It was further reported that one arm was retained locally and removed using forceps. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E4, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A female patient of 34 year old underwent a percutaneous inferior vena cava filter implantation by using a g2 filter. On (B)(6) 2026, it was reported that the filter was found to be allegedly fractured. It was further reported that one arm retained locally and removed using forceps. The current status of the patient is unknown.